Event description:
It was reported that damage to the insulation of the white controller cable was noted. The controller was connected to the patient monitor/heartmate touch and started a log file download. The download did not progress after some time and was stopped. When the controller was attempted to be reconnected to the patient monitor/heartmate touch, no connection or data transfer could be established. Several attempts to connect the controller and patient monitor/heartmate touch were performed. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the white power cable and a loss of communication between the system controller and heartmate touch application was confirmed. The returned system controller was connected to a test heartmate touch system and communication could not be established. Aside from the inability to communicate with the heartmate touch, the controller functioned as intended and operated a test pump at the set speed without issue. Visual inspection of the returned controller confirmed a tear in the outer jacket of the white power cable that exposed the underlying shielding and wires. The controller power cables were replaced with test power cables; communication with the heartmate touch was then established and a log file was downloaded without issue. The controller then passed all functional testing and operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Electrical testing of the returned power cables revealed that the orange transmission communication wire in the white power cable was shorted to the cable shielding; this would result in the inability to communicate with the heartmate touch. The outer jacket and underlying layers were removed from the white power cable to inspect the underlying wires. A cut in the insulation of the orange transmission communication wire, exposing the underlying conductor, was observed at the location of the observed tear in the outer jacket; this would allow the conductor to contact the cable shielding and result in the observed short. The log file downloaded from the returned controller contained approximately 8 hours of data (5:44:13 ¿ 12:35:17 on (B)(6) 2023 per the timestamp). The driveline was disconnected on (B)(6) 2023 at 12:30:27 to exchange the system controller. No atypical alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The reported event was determined to be due to damage to the white power cable which resulted in the data transmission wire shorting to the cable shielding. The root cause of the damage to the power cable could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.